Manufacturer narrative:
The analysis was performed on a cobas ampliprep instrument (serial number: (B)(6)). The investigation determined that the kit s201 t-scrn mpx v2.0 96t us-ivd assay performed within specifications. A review of the data confirmed that the reactive result for hepatitis c virus (hcv) had a late cycle threshold (CT) value of 47.7, with a non-sigmoidal amplification curve indicating late, minimal amplification. Potential causes for the unexpected reactivity include low-level contamination of the sample or non-specific amplification, though neither could be definitively confirmed. No issues were identified in the batch trend analysis, product release, stability review, or internal non-conformance review. The root cause of the reported event could not be conclusively determined. The device remains in operation at the customer site.

Event description:
The initial reporter alleged an unexpected reactive result with the kit s201 t-scrn mpx v2.0 96t us-ivd assay on the cobas ampliprep instrument. The initial run was invalid due to an invalid internal control (ic) for the hiv positive control. Although all samples in the initial run generated non-reactive results, the invalid run required the results to be disregarded and the samples to be repeated. Upon repeat testing, one sample generated a reactive result for hepatitis c virus (hcv) with a late cycle threshold (CT) value of 47.7. The amplification curve for the reactive hcv target showed late, minimal amplification and was non-sigmoidal. Serology testing for the donor was negative.